Event description:
Pt tested on suspect device and it read mg/dl error which means that the blood glucose was very high and above the monitors readable range. Pt took additional insulin, felt bad and went to hospital where 20 minutes later her blood glucose from the lab was 51 mg/dl. She was treated with juice and IV's. Pt ran controls and they were out of range.